Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not deliver a bolus. The customer also experienced high blood glucose. The customer's high blood glucose was 300 mg/dl. The customer also reported that the insulin pump was cracked at the battery comportment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. Device received with normal operating currents. No unexpected battery alarm noted during testing or in the device trace download. No unexpected resume during testing. Device received with cracked case behind the insulin pump at the battery compartment. (B)(4).